Event description:
It was reported that during implant, the implantable pacing lead was unable to capture the right ventricle and exhibited low impedance levels. It was noted the lead "would not accept a stylet to the distal tip." The lead was attempted not used and a new right ventricular (rv) lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to a tear, there was blood on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. (B)(4).